Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a splenic artery coil embolization with mild calcification and moderate tortuosity, there was great difficulty in delivering the cashmere coil (src140717-20/f40850) in the renegade (boston scientific) microcatheter due to resistance. When the cashmere system was pulled in order to retrieve it, the coil detached and remained in the microcatheter. After that, microcatheter was replaced for a new one and the procedure was continued. The procedure was successfully completed and there was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instruction. Prior to use, no defects were noted on both coil and microcatheter by visual inspection. No additional information is available. Located proximal, but adjacent to the ball tip is a copious amount of a blood mixture adhering to the coil. After cleaning, it exposed a large amount of protein (tissue). The proximal end of the coil has been severely damaged. The proximal end off the coil was unraveled out of the soldered section. This requires excessive external force. The coil's socket ring has been severed from its solder point. This also required excessive external force. Located on the top proximal end of the resheathing tool's cutout, the v notch has been fractured with the surround material raised above the surface plane. The locking mechanism has been severely damaged with the surface material stretched away from the surface. There are multiple possible contributing factors to the root cause of the resistance inside the microcatheter followed by an unintended detachment during removal. It is important to note that 9.0cm of the coil was found protruding outside the microcatheter. This shows that 9.0cm of coil may have been inside the aneurysm when the microcatheter was removed. Located proximal, but adjacent to the ball tip is a copious amount of a blood mixture adhering to the coil. The core wire shows a series of closely connected kinks which is normally due to distal resistance. The analysis of the returned device indicates that excessive external force during the procedure caused severe damage to the delivery wire, the locking mechanism, the resheathing tool, and to the coil. The primary contributing factor to the reported resistance within the microcatheter was the selection of a noncompatible 18 series microcatheter for use with a 14 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines ''the micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm).'' The inner lumen of a renegade microcatheter is 0.021. Additionally, the copious amount of protein found adhering to the distal tip of the coil is a factor that may have contributed to resistance within the microcatheter. During removal, the distal section of the coil most likely was anchored causing the 17.0cm coil to stretch to 76.0cm and resulting in unintended coil detachment during removal. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, to achieve optimal performance of the micrus microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. A third contributing factor may have occurred when the sheath was retracted straight back inside of up and back. This caused the locking mechanism to become embedded into the v notch of the resheathing tool. This would have produced a binding action between the device positioning unit (dpu and the sheath. This binding action would have caused the dpu to damage the proximal end of the coil. It may have produced significant resistance during the coil advancement inside the microcatheter. During retraction, the damaged proximal section of the coil may have become anchored which would have caused the mechanical detachment of the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger as shown in figure 3 in the IFU. The returned renegade microcatheter was dissected in order to facilitate the coils removal. Due to this damage the microcatheter could not be tested. In addition to being a noncompatible microcatheter, it could not be determined if this component had any additional contributions to the complaint event. Based on the reported information and the analysis of the returned device the use of a concomitant microcatheter not within the size outlined in the IFU is a factor contributing to the reported event. This along with other possible procedural factors leading to excessive forces on the device contributed to the reported event and damages noted on the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
Per received report: the procedure was coil embolization for splenic artery that was mildly calcified and moderately tortuous. During the procedure, initially, a micro catheter (renegade/boston scientific) was placed into the target aneurysm. The physician experienced great difficulty in delivering the cashmere ((B)(4), complaint product) in the micro catheter due to resistance. The physician decided to retrieve the cashmere from the micro catheter. When he pulled the cashmere, the coil detached and remained in the micro catheter. After that, the micro catheter was replaced for a new one and the procedure continued. The procedure was successfully completed and there was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instruction. Prior to use, no defects were noted on both coil and micro catheter by visual inspection. The complaint product is available for evaluation. No additional information is available.